Event description:
It was additionally reported that the device had a faulty charge circuit. The device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 implantable pacing lead, (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: the device passed all other functional testing with a nominal charge time during high voltage test. The device was submitted for further analysis with the request to investigate a suspected charging issue since the pors occurred during high voltage therapy. The device was received opened with the battery disconnected from the hybrid. X-ray and detailed visual examinations of the device interior failed to reveal evidence of device malfunction that would account for the resets or charging issues. When powered with an external supply, the device had nominal charge times and voltages. There was no significant leakage observed on the high voltage therapy capacitors. The analysis was closed with no confirmation of a charge circuit issue. No hybrid anomalies were found.

Event description:
It was reported that the device experienced a power on reset (por). It was observed on the interrogation report that wireless telemetry was no longer available. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
Product event summary: performance data from the device revealed two power on resets occurred; a write to rom and an illegal op code. Both occurred on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.